Event description:
It was reported to st. Jude medical that upon interrogation of the ICD, a hardware reset was observed with defib off. Paramedics administered CPR and the emergency doctor delivered external defibrillation because the patient had vf. It was also noted that the patient was in a car accident some time ago. During the last follow up, it was not recognized that the lead resistance had dropped after the accident. A lead problem is suspected. The ICD was explanted and the lead remains implanted due to patient's condition. The patient lies in the intensive care unit, intubated and has artifical respiration mechanically.